Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified: underweight, opening, brown particles on the surface of the shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on posterior assessed as unidentified (tear) opening.

Event description:
Explanting physician reported a rupture of the right side discovered via MRI. The device has been explanted.

Event description:
Explanting physician reported a rupture of the right side discovered via MRI. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, d.6a, e.1, h.6.